Event description:
Customer stated, "laying in bed had pad on shoulder and then I felt like something was wrong and saw the wires are exposed by the pad" they also stated that the pad burned her sheets. The product was returned for investigation. An investigation was done to look into the customers complaint. The user was misusing the pad. The investigator observed that the pad was bunched, stained, had a failed wire harness, had bent thermostats, and had bent leads, this is observed when the pad is folded/ laid on during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The pad had a small area of burned fabric. This happened due to the user misuse. Customer also admitted to laying on the pad but said that the pad was not being folded. Even though the customer said otherwise, the product shows signs that the customer was folding the pad. Folding the pad during use caused the issue. The customer did not claim any injury.